Event description:
A patient reported the one touch ultra meter gave false high readings, which led the home health nurse to call the doctor and paramedics. Patient reportedly felt dizzy and lightheaded. Patient's blood glucose readings were in the 400's-500's. Readings were taken less than 10 minutes apart. The nurse called the hcp and a team of paramedics. Patient's test strips had been reportedly opened for more than three months at the time of the incident. It is unknown if customer was treated or taken to the hospital by paramedics. No further information has been reported. Customer care representative attemped to call patient several times but obtained no response.